Event description:
It was reported that the customer had high blood glucose levels. Customer stated that his tubing must be occluded. Customer received a 20u bolus and his blood sugar was still the same. Customer's blood glucose level was 448 mg/dl at the time of the incident. Customer stated that when he inserted the tubing, the needle came out. Customer thinks that he possibly damaged the tubing. Customer was going to change out the infusion site and set. Customer was checking his blood glucose level while on the call and it was 416 mg/dl. Customer will call back if his blood glucose level is still high. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.